Event description:
During the shift check, the customer observed a blank lcd when the autopulse platform (sn (B)(6) was turned on. The backlight was working, but the screen remained blank. No patient involvement.

Manufacturer narrative:
The customer's complaint that the lcd was blank upon powering up the autopulse platform (sn (B)(6) was confirmed during the visual inspection and functional testing. Upon inspection, missing pixels on the display were noted. The root cause of the reported complaint was a defective lcd. The archive data review indicated no significant discrepancies. During functional testing, upon powering on, the lcd backlight was normal, but the screen showed missing pixels, confirming the reported issue. The lcd was replaced to address the reported complaint. The autopulse platform passed the functional testing without fault or error. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was found for the autopulse platform with sn (B)(6). Ccr (B)(4) was reported on september 17, 2019, and the lcd was replaced.